Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire break occurred. During advancement of the 300cm v-14¿ controlwire® into an unspecified balloon catheter, the wire was bent. As the physician continued to advance the guide wire, it broke into two pieces. The procedure was completed with another of the same device. No patient complications were reported and he patient's status was fine.